Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the event the patient experienced sweating, was very pale, had slurry speech and lost consciousness. It was unknown how much time the patient was unconscious for by when they were found by their daughter and a fingerstick was taken the cgm reading was 140 mg/dl, and the blood glucose reading was 50 mg/dl. The patient was treated with 5 spoons of honey. No further treatment was reported to be needed. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.